Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 35 balloon was inflated below the rated burst pressure, but did not open correctly; there was a twist on the balloon. Another balloon catheter was successfully used to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. The patient is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and chemical analysis were performed on the returned device. There was a small piece of unknown bunched material over the balloon; however, the origin of the material was undetermined. The inflation issue was not tested due to the material on the balloon. The investigation determined that the inflation issue was due to the foreign material on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.